Event description:
It was reported that the device had a rapid battery voltage decline. The device is approaching elective replacement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The device was later explanted and replaced after reaching elective replacement.

Manufacturer narrative:
Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The actual device longevity calculation resulted was 46% of the expected longevity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed battery voltage pre/approaching eri, where the weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.97 to 2.66 volts between (B)(4) 2012 is before device rrt <= 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.